Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the time on the pump was inaccurate. Blood glucose level was 158 mg/dl. Tandem technical support assisted customer with correcting time settings.